Event description:
The hosp reported the pt came back complaining of abdominal pain after undergoing a procedure. An x-ray revealed free air in the pt's cecum. As a result, the pt had surgery to remove part of the cecum and was discharged with no further complications.